Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient." No patient injury or consequence reported.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. An investigation within teleflex into this failure mode has already been performed for the reported code. The investigation identified the flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient." No patient injury or consequence reported.